Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) had sticky haptics, sticking to the edge of the optics or at the back of the iol. No patient injury was reported and the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. If implanted, give date: unknown. If explanted, give date: na (not applicable), the lens remains implanted. Telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.